Event description:
On july 15, 2008, baxter became aware that on an unknown date in 2008, a pt died during pt use on a flo-gard pump, product code 2m8063, and unknown serial number. Reportedly, the event was not reported to baxter previously since the facility was performing an investigation. The pt was receiving morphine as a piggyback. The nurse had attached the secondary set to the highest port in the primary set. There was an alarm that went off during the infusion (this has not been confirmed), at which point a nurse had addressed it. As she restarted the infusion, she may have given a bolus of morphine to the pt, but this also was not confirmed. The flo-gard pump was sent to the ergonomic lab for analysis. The coroner was involved in the inquest. The final results concluded that the patient's death had nothing to do with the baxter pump. All tests conducted on the device resulted in proper functionality according to the device's specifications. Reportedly, there was nursing error, but no further details have been provided by the facility. The facility has declined any baxter investigation into this matter as the hospital investigation had concluded that the incident was due to the hospital staff error.

Manufacturer narrative:
The flo-gard pump was sent to the ergonomic lab for analysis. All tests conducted on the device resulted in proper functionality according to the device's specifications. Reportedly there was nursing error, but no further details have been provided by the facility.